Event description:
.

Event description:
The customer contacted beckman coulter inc (bec) in regards to an erroneously elevated result for accutni within the risk stratification range on one patient's sample generated by the access dxi600 immunoassay analyzer. The erroneous result was submitted out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. The laboratory protocol is to repeat all first time positive accutni results; therefore the customer repeated the sample on the same unit and an alternate access 2 system and lower results within the normal reference range were obtained. The sample was a clear in appearance and a full draw, which was collected in greiner lithium heparin tube and spun at 3000 g for 15 minutes. The customer did not supply qc data and/or system check data. Service was not dispatched for this issue, therefore, root cause is unknown.

Manufacturer narrative:
(B)(6). Change: device evaluated by manufacturerfrom: yesto: no. Explanation also provided. Service not dispatched.